Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(4).

Event description:
It was reported that patient experienced ineffective therapy. During system explant on (B)(6) 2024, it was noticed that one of the leads had fractured. The entire system was explanted to address the issue.

Manufacturer narrative:
The complaint about high impedance was not confirmed. As received, microscopic inspection of the returned incomplete octrode lead model 3189 revealed no broken wires in lead terminal end segment and lead stim end segment. Both lead segments passed the continuity test. The DHR review showed that the lead had been manufactured, tested, packaged and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection and sterilization requirements. No rework or ncmr associated with this event.